Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for calcium gen.2 (ca) for four samples. Of those four, it was determined that one sample had erroneous ca results that were released outside of the laboratory. The customer indicated that they had been getting the erroneous results for ca on (B)(6) 2014. The customer also stated that the issue was first with their qc, but now was affecting patient results. Field service has been at the customer site investigating the ca qc issue. The customer indicated that only one cobas 8000 c701 (c701) in a line of three c701s was having the issues. The patient in question had two samples with two different ID's as they were for two different doctors. The customer was unsure if the samples were from the same draw or were different. All results are in mg/dl. Sample 1 had an initial ca result of 9.7 and sample 2 had an initial result of 12.8. The results were reported outside of the laboratory and the physician questioned the result. Both samples were retested on another c701 and generated the following results: sample 1: 9.53, sample 2: 9.83. The repeat result of 9.83 was deemed to be correct by the customer, and a corrected report was made for sample 2. There was no adverse event. The customer indicated that the initial ca result for sample 2 had been run on this instrument, and all the other ca results were run on other c701s. The lot number for the ca reagent in use was 68085401, with an expiration date of 03/31/2014. The field service representative found the sample probe was improperly adjusted to the reaction cell. He adjusted the sample probe to specifications. The system was operating within specification. The customer qc for ca and all other assays now passing. On follow up, the customer indicated that there have been no further ca problems on this instrument since the service visit.